Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via e-mail that sometimes when he changes his infusion set and boluses, the infusion set will leak at the site. The customer's blood glucose level was 170 mg/dl. The customer had been using the same site since 2006 and the site had not been checked for scar tissue. The customer was advised to check with their health care provider for scar tissue. The customer's infusion sets were replaced but nothing was returned for analysis.